Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri feb 02 19:57:13 est 2018 with MFR# 3004753838-2017-109386. The ack3 was received on fri feb 02 19:57:13 est 2018 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download contains no data from the relevant dates of this investigation. Receiver passed all tests on functional test station fx-90581-001. (Passed audio test). Passed 'try it','fixed low' test..audio tone was heard (without intermittence) at normal volume when tested with receiver communication tool: 7.0.0.75(low, medium, high). Opened receiver, passed internal visual inspection.speaker measured 7.65 ohms, within tolerance). Passed 'wiggle' test. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.